Event description:
The tourniquet leaked and the case had to be broken down to apply another one. Manufacturer response for tourniquet, stryker (per site reporter) they will initiate a quality control investigation.